Manufacturer narrative:
Analysis of programming history.

Event description:
During review of this patients generator programming history, it was observed that the generator settings were set to 1ma, 20hz, 500 usec, 30sec on, 60 min off on the date of initial device implant. Further review of the diagnostic history revealed that there was an interrupted system diagnostic test during the intraoperative testing of the device. There was no final interrogation performed to conclude the surgery that would verify the device was set to the intended settings. The patient was seen for the first follow up visit approximately two weeks following surgery and the device was found to be set to the settings mentioned above. The device was subsequently set to 0.25ma, 20hz, 250usec, 30sec on, 5 min off.